Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead could not be implanted as an obstruction prevented the lead from passing the guidewire. An alternate lead was placed. No patient complications have been reported as a result of this event.